Event description:
Customer reported that when using the handset, the images turned to negative subtraction. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended. This MDR is related to ge healthcare complaint number.